Event description:
It was reported that the patient was presented to the emergency room after receiving an inappropriate shock. The atrial lead was oversensing and far field r-waves were noted. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.